Event description:
On 8/7/86, rptr had mastectomy and insertion of bilateral, saline implant expanders. She had injections in implants every 6 weeks for 1 year. She had surgery to replace ruptured saline implant. On 8/8/87, she had surgery to remove expanders and replace with silicone implants. From 1988 to 1991, she was totally crippled, almost having to resort to using a cane in order to walk. Excruciating pain in hips. Red rash over both eyes. Burning in chest. Hardly able to stand up from a sitting position. Hardly able to get out of car. Almost had to have an ambbulance come to a restaurant after eating food with monosodium glutamate which impaired her breathing. Night sweats. Allergic to all food and beverage preservatives (edta, sulfates, sulfites, etc.). She had runny eyes and nose, sneezing and hardly able to breath when she ingested any foods or beverages with preservatives. She couldn't power walk, bike ride or exercise until after the implants were surgically removed in 12/91. Noticeable and embarrassing memory loss - ie names, next sentence, no thought continuity as she was talking. Total chest deformities from implants leaving caves after being in her body for 4 1/2 years. She was told to press firmly on each implant twice a day, 25 times each time on each side to keep implants soft and was never told that this may cause implant ruptures. She had low-grade infections under each implant at the time of her explant surgery on 12/3/91. She had to have add'l restoration surgery on 8/6/93 and add'l counseling after a second bilateral mastectomy. This entire gruelling procedure, along with the physical and emotional impact upon her, has been the deepest sorrow and disappointment of her life. It continues to impair her health. She ultimately had a positive result of lupus while the implants were still in place in her chest. On 8/6/93, she had chest restoration for the caves left from 4 1/2 years of pressing on the implants and having then in place all that time. She now has discomfort in breathing from that surgery with nerve involvement. She continued to experience short-term memory loss and continued pain in her hips. She can't take a step until she places her weight evenly on both feet.